Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose (BG) level was 585 mg/dL. Customer addressed BG with a manual injection. During troubleshooting, Tandem Technical Support was unable to replicate the issue and it was determined that the pump touchscreen was currently functioning as intended. Customer continued using the pump for insulin therapy.